Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with moisture damage on motor assembly. No unexpected vibration was noted. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are moisture drops from the inside of the insulin pump. The customer stated that fluid was not shaking on the pump. The customer stated that there is fluid under the lcd screen. The customer stated that there are no cracks on the pump. The customer will be sent a replacement pump.